Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 430 mg/dl at the time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose level. The insulin pump will be returned for analysis.